Event description:
On 12/01/1997 following a ptca/stent procedure, an angio-seal device was placed with unremarkable results. However, five days later (on 12/05/1997) the pt returned for a second unrelated peripheral procedure, at which time a pseudoaneurysm from the original angio-seal site was identified. This pseudoaneurysm was identified by ultrasound, and was treated with ultrasound guided manual compression. The pt was noted to be in good condition following this event, and the pseudoaneurysm was diagnosed as having been resolved, therefore the pt was discharged home. On 12/13/1997 the pt presented to the ER (undocumented signs and symptoms) where ultrasound guided compression was again performed, but reportedly without success. Surgery was performed on 12/15/1997 where the pseudoanerysm was repaired. The physician stated that he noted a "lateral wall stick lacerated artery" and that he was surprised that hemostasis had been maintained for five days. The site was evacuated and the laceration closed. There is no report at this time as to whether the angio-seal device was visualized, nor if it was noted to be properly located within the artery. The pt reportedly tolerated the procedure well, and was pending discharge home at last report.